Event description:
The event is reported as: there was no heat coming from the device during use on a patient, even though the power lamp was on. No patient injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) review was conducted on the reported serial number. The DHR investigation did not show issues related to the complaint. Fmea (product/process) document review/assessment was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action taken for it. Teleflex will continue to monitor and trend relating complaints.